Event description:
Patient reported left side "hardening and swollen", "was distorted and fluid was detected", "periprosthetic fluid collected during the operation for testing which a few weeks later came back positive", "significant physical and "emotional suffering, and the associated medical treatment has caused substantial financial strain". Healthcare professional later reported "leaking prosthesis" and "peri-prosthetic fluid" confirmed via mammogram and ultrasound. Healthcare professional also reported "the large cells are cd30 positive. Flow cytometry confirms a 30 to 50% population of large cells with complex morphology that express cd30 and are negative with cd3. The features are confirmatory of alcl" via cytology. Histopathological marker for alk negative has not been noted. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late- breast: unable to observe since it is not related to the device. ¿ lymphoma ¿ alcl ¿ suspected: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid"; "leaking prosthesis"; lymphoma - alcl - suspected.

Event description:
Patient reported left side "hardening and swollen", "was distorted and fluid was detected", "periprosthetic fluid collected during the operation for testing which a few weeks later came back positive", "significant physical and "emotional suffering, and the associated medical treatment has caused substantial financial strain". Healthcare professional later reported "leaking prosthesis" and "peri-prosthetic fluid" confirmed via mammogram and ultrasound. Healthcare professional also reported "the large cells are cd30 positive. Flow cytometry confirms a 30 to 50% population of large cells with complex morphology that express cd30 and are negative with cd3. The features are confirmatory of alcl" via cytology. Histopathological marker for alk negative has not been noted. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: device photograph(s) for the device related to the reported event rupture, anxiety ¿ product/procedure, seroma late and lymphoma alcl-suspected was requested on 20-feb-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Lymphoma alcl-suspected: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Further information: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photo the event of lymphoma-alcl- suspected was unable to observe since it is not related to the device. Therefore, the reported event was unable to be confirmed. A review of the current risk documents rmf-chl-bi family (v15.0) was performed, and the event of lymphoma-alcl- suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl- suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported left side "hardening and swollen", "was distorted and fluid was detected", "periprosthetic fluid collected during the operation for testing which a few weeks later came back positive", "significant physical and "emotional suffering, and the associated medical treatment has caused substantial financial strain". Healthcare professional later reported "leaking prosthesis" and "peri-prosthetic fluid" confirmed via mammogram and ultrasound. Healthcare professional also reported "the large cells are cd30 positive. Flow cytometry confirms a 30 to 50% population of large cells with complex morphology that express cd30 and are negative with cd3. The features are confirmatory of alcl" via cytology. Histopathological marker for alk negative has not been noted. The device has been explanted and replaced.